Manufacturer narrative:
The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and device deflation.

Event description:
Patient representative reported "deflation of left breast implant", "protrusion", "capsular contracture" baker grade unspecified, and an "increased risk of alcl". Patient representative additionally reported non-device related events as follows: the patient "suffered personal injuries and related damages due to implantation of one or more biocell textured breast implant medical devices." The device has been replaced.